Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The laboratory result was 2.08 inr in the morning and within 4 hours, the meter result, using lot 43492615, was 3.6 inr. On (B)(6) 2020 at 4:37 p.m. The meter result, using strip lot 41747422, was 3.4 inr and the inrange meter result, using strip lot 43492615, was 3.4 inr. At 4:39 p.m. The laboratory result was 2.34 inr. The patient's therapeutic range is 2.5-3.5 inr and tests twice a week.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.